Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar maryland forceps (bmf). Review of the provided images notes that they show the energy cable of the bmf is damaged. The top white part of the pulley is broken and missing. The cable puck is dislocated. Further evaluation of the reported bipolar maryland forceps is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, while performing seminal vesicles dissection, the bipolar maryland forceps (bmf) broke. No pieces fell from the instrument. The instrument was removed according to protocol and replaced with a new instrument to complete the case. After removal, it was detected that the energy cable from the instrument was broken. There was no patient injury.